Event description:
It was reported that the asymptomatic patient presented for a remote follow up via merlin.net with a stored episode of failure to capture exhibited by the right ventricular lead. The patient was brought into the clinic for device interrogation, and the lead was within normal limits. There were no patient consequences.